Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient¿s sensor stopped working while he was asleep, but the patient was not sure what error message appeared. He woke up feeling sick and was vomiting. He called his mother for help. When she arrived, she checked his blood glucose reading, which was 568 mg/dl. She did not give any treatment and brought him directly to the emergency room (ER). At the ER, the blood glucose reading was checked again and was 530 mg/dl. The patient was treated with intravenous insulin and was diagnosed with diabetic ketoacidosis. The patient was transferred to the ICU and was eventually discharged the next day. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.